Manufacturer narrative:
(Inadvertently omitted MFR report numbers for source document complaints) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had their catheter surgically removed and it would not be replaced because they had experienced multiple episodes of peritonitis (number or dates of episodes not provided). This report addresses the alleged multiple peritonitis events. The clinic provided a discharge summary for the patient which identifies and addresses the latest peritonitis episode which prompted the removal of the catheter (MFR reports- cycler: 2937457-2019-02983, cassette: 8030665-2019-01477). Details for this report, specifically the dates of the other peritonitis episodes, hospitalization, and causes for these events were requested and have not been provided. The event date remains unknown but for reporting purposes will be captured as (B)(6) 2019.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse event(s) of peritonitis due to the lack of detailed information. The etiology of the peritonitis remains unknown; therefore, causality cannot be determined. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the event(s). Given the lack of product availability for manufacturer evaluation, no established dates or cause for the peritonitis event(s); there is insufficient evidence to disassociate the liberty select cycler and/or fmc cassette from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient had their catheter surgically removed and it would not be replaced because they had experienced multiple episodes of peritonitis (number or dates of episodes not provided). This report addresses the alleged multiple peritonitis events. The clinic provided a discharge summary for the patient which identifies and addresses the latest peritonitis episode which prompted the removal of the catheter (reported in a separate MDR). Details for this report, specifically the dates of the other peritonitis episodes, hospitalization, and causes for these events were requested and have not been provided. The event date remains unknown but for reporting purposes will be captured as (B)(6) 2019.